Manufacturer narrative:
(B)(4), method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The pt reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in his left eye (os) on (B)(6) 2007. The pt reported blurring of his vision. The facility reported the blurring of the pt's vision was due to an anterior subcapsular cataract, which was noted on (B)(6) 2010. The icl remains implanted. The pt's bcva was 20/20.

Manufacturer narrative:
Results: per medical review - anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non- progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the us FDA clinical trials, approximately 6% to 7% of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only 1%-2% progressed to clinically significant cataract during the same period.